Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Please note additional devices implanted: (B)(4).

Event description:
On (B)(6) 2006, the pt was implanted with three gore excluder aaa endoprostheses in treatment of an abdominal aortic aneurysm. Pre-operative images showed an aneurysm sac of 57 x 42 mm. On (B)(6) 2011, the pt presented to the emergency room with back pain. On (B)(6) 2011, CT showed and aneurysm sac of 72 x 57 mm. There was no obvious endoleak; however, there was a slight blush of contrast throughout the aneurysm sac. The physician suspected a type ii endoleak as well as possible distal type I on the left side. On (B)(6) 2011, the physician implanted a contralateral leg component and an iliac extender component on the left side to extend the contralateral leg component. In addition, the left hypogastrics were coiled and the right hypogastric feeder to a lumbar artery was coiled. The pt tolerated the procedure.